Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that there should be a way to know if the onetouch ultramini meter is held upside down. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt stated that the reported issue happened five days prior, at 11 pm. During that time, the pt reportedly read (misinterpreted) the blood glucose reading as "251 mg/dl" when it actually was "125 mg/dl" or whatever the reverse reading was. As a result of the reported issue, the pt reportedly took 4 units of novolog insulin based on the reading. The pt stated that approx 2 hours after the reported issue (the next day, at 1am), he reportedly experienced symptoms of "jittery, shaky, blurred vision and confusion." The pt stated that he obtained a reading of "33 mg/dl" on the subject meter during the reported symptoms. The pt then reportedly received assistance from the independent 24-hour health services and was taken to the ER. The blood glucose readings and the treatment received at the hospital are not known. The pt reportedly left home on the same day, at 2 am. The pt refused to replace his meter. He stated that he is very comfortable with the subject meter and the purpose of his call was to let the lfs know that there should be a way to read the onetouch ultramini meter in a right way down. Although, the pt reportedly misinterpreted the reading by holding the meter upside down (use error), this complaint is being reported as an adverse event since the pt allegedly self-treated with insulin based on the misinterpreted reading and reportedly developed symptoms suggestive of hypoglycemia. The pt reportedly obtained a reading of "33 mg/dl" on the subject meter during the symptoms, which correlated with his symptoms and there was apparently no delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.